Event description:
This lead was explanted and replaced after it was damaged during an lv lead revision, due to dislodgement. There are no known complaints against this lead. There were no adverse patient events report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.